Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01814 & 06996).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid, soft tissue abnormalities and joint effusion were noted. The fluid on the posterior lateral quadrant of the right hip measured 20.6x39.x34.3mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.